Event description:
The customer reported the system would not aspirate in phaco mode. The customer stated the incident occurred during sculpting. The system did not display any error messages or pop-ups. No occlusion was broken. The cataract was "flying", with particles causing the zonule dehiscence. The chamber instability was reported to have been "continuous, never recovered". The surgeon finished the cataract extraction manually. The surgeon was able to complete the case, and implanted an iol. The pt had zonule dehiscence and edema. The pt outcome is noted as good. The customer switched out the system, and completed the rest of the cases with no further problems.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the reported problem. The system was tested and met all product specs. The system parameters used by the customer at the time the reported event occurred were reviewed; however, there were no abnormal conditions noted during this review. A review of complaints for the last 36 mos did not indicate adverse trends for the reported issue associated with the system. A review of the service history for this system did not indicate any additional, related reports nor did it indicate adverse trends for the reported issue.